Manufacturer narrative:
The technician replaced the side rail latch and latch pin to resolve the issue.

Event description:
The account alleged the side rail would not lock in the up position. No injury reported.